Manufacturer narrative:
This report is submitted on january 7, 2022.

Event description:
Per the clinic, the patient experienced an infection in 2008 whereupon the abutment became loose and were replaced. The implant remains in-situ.